Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and device breakage ('the essure coils did fracture/there was no remaining') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension, abnormal weight gain, fatigue, tooth disorder and alopecia had not resolved and the device breakage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. New event added: device breakage. Reporter's information was updated. Removal date, concurrent conditions and reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension, abnormal weight gain, fatigue, tooth disorder and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension, abnormal weight gain, fatigue, tooth disorder and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal information and indication was updated. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.